Manufacturer narrative:
(B)(6) 2015 01:21 pm (gmt-4:00) added by (B)(6) ((B)(4)): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that during ventilation of a patient, the ventilator alarmed with a technical error code after liquid had been flowing on the ventilator. There was no patient harm. Manufacturer ref #: (B)(4).

Manufacturer narrative:
(B)(6) 2015 10:58 am (gmt-5:00) added by (B)(6) ((B)(4)): the investigation of the returned expiratory channel printed circuit (pc) board, dc/dc & standard connectors pc board and evaluation of received device logs have been completed. It was reported that during ventilation of a patient, the ventilator alarmed with a technical error code after liquid had been flowing on the ventilator. What caused the liquid flow is not known. The dc/dc & standard connectors pc board was exchanged as a consequence of this incident. During service our field service engineer also observed corrosion around a transistor on the expiratory channel pc board which was exchanged as a precaution. A visual inspection showed that the expiratory channel pc board was subjected to corrosion. Evaluation of received device logs confirms the reported issue, the observed technical error occurred on the date of event. The error indicates a flow measuring error and will not affect ventilation. Laboratory tests of the returned pc boards did not confirm the reported issue. Simulated use tests of the pc boards in a reference ventilator for two days was successful and 6 interspersed pre-use checks also succeeded. The returned expiratory channel and dc/dc & standard connectors pc boards were found to be within their specification. The conclusion in this matter is that liquid ingress probably created a leak current or short circuit that led to the reported error.

Event description:
(B)(4).